Event description:
Patient reported right side capsular contracture, baker grade unknown. Healthcare professional later confirmed capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported right side capsular contracture, baker grade unknown. Healthcare professional confirmed capsular contracture, baker grade iii. Healthcare professional later reported rupture discovered during surgery. Device has been explanted.

Event description:
Patient reported right side capsular contracture, baker grade unknown. Healthcare professional confirmed capsular contracture, baker grade iii. Healthcare professional later reported rupture discovered during surgery. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 09/18/2024.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed opening assessed as fold flaw opening. ¿ capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure crease wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side capsular contracture baker grade unknown. Healthcare professional later confirmed capsular contracture baker grade iii and "was found to be ruptured." Device has been explanted and replaced.